Event description:
The pt was on tcu with telemetry. The monitor watcher noticed increased artifacts on the rhythm strip and went in to check the pt's leads. All leads were intact and the nurse was summoned. When the rn arrived the pt was unresponsive and a code blue was initiated. During this time the central monitoring system, v-fib alarm did not come on and run a recording. The pt was then on a portable monitor which displayed v-fib. The pt was cardioverted and transferred to ICU. Co was contacted. The pt's condition improved and she was discharged.